Manufacturer narrative:
The reported complaint was confirmed. Data log analysis confirmed the cause was due to 5v supply voltage test failure. During laboratory analysis, the product surveillance technician (pst) could not duplicate the failure. The cable was installed with a lab power manager board, network interface card (nic) panel and roller pump, ran for several hours and no red x failure was observed. A possible cause for the issue is a bad connection. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This was the stand by unit and they did not need to use unit. Per the user facility¿s biomedical engineer (biomed), the reported failure is reflected in the picture provided by the ccp, which is displayed across the top left on the ccm. However, upon the biomed's arriving and running the system, he observed a loud alarming sound and a "x" displayed across the large roller pump (serial number (B)(4)) as well. The biomed sent the system data logs to the manufacturer for further evaluation. The biomed replaced the cable assembly power-network interface card (nic) board. The biomed checked the cable for damage, loose connection, loose pins and wear, all were ok. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for an off pump procedure, the user received an error message "small roller pumps : 1 fail" displayed on the central control monitor (ccm). The user rebooted the system 1 which resolved the issue. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.